Event description:
Received report of kinked tubing causing pump alarm which led to delay in therapy. Customer contact states pt complained of chest pain and exhibited some EKG changes. The pt was given sublingual nitroglycerin and the physician ordered a nitroglycerin drip with order to titrate to effect. Nurse spiked a bag and at onset of infusion received error code/alarm which translated into "kinked tubing". Staff could not observe any visible bend or kink in the tubing. Staff was able to obtain free flow to rule out occlusion in tubing. Another attempt to infuse with pump gave the same error code/alarm. Staff obained a second tubing and received the same alarm. Staff obtained a third set of tubing and was able to start infusion. There was an approximate five minutes delay due to tubing changes. There was no report of increased chest pain, no change in blood pressure, an no additional EKG changes. The infusion continued without further incident and there was no harm to the pt. No additional info was available.